Event description:
Customer reported workstation monitor is dark. There was no injury to the pt.

Manufacturer narrative:
The ge service rep found no video output from the ccd camera. He found no -6vdc power going to the ccd camera causing the no video output problem, and he found a bad connection in the -6vdc line causing the problem.